Manufacturer narrative:
Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal driver end of the device was slightly bent. Also, it was evident that the driver end was stripped as the driver was heavily worn. The device is reusable, and was manufactured 8 years ago. It is possible that the device was reused multiple times which would cause wear on the driver end therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During latarjet procedure, when surgeon tried to place screw driver over guide wire the tip would not fit. The tip was bent so the driver would not slide over k wire. There is no patient consequence. This is report 1 for 1 (B)(4).